Manufacturer narrative:
Investigation description. Display damage due to impact.

Event description:
It was reported that the ilet screen was partially unresponsive despite a restart, consistent with an unresponsive key/button issue involving the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with an unresponsive input function on the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.